Event description:
It was reported that there was an intermittent problem where the system would not always power up, (intermittent no boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found t obe working as intended and put back into service.